Event description:
The customer reported the generation of erroneously high glucose (glu) patient results on their au680 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for four (4) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer. On (B)(6) 2022, the fse replaced the deionized water pump, diluted detergent pump and detergent pump. Fse also swapped di water tank with a replacement tank and refilled with di water. However, the issue reoccurred. The returned to the customer site on (B)(6) 2022 and replaced the degasser, sample syringe, wash syringe, sample syringe and decontaminate the instrument which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Information not provided by customer. The beckman coulter internal identifier is (B)(4).